Manufacturer narrative:
The investigation determined a vitros anti-hbc non-reproducible, discordant reactive result was obtained from a single patient sample tested on a vitros eci system. A definitive assignable cause could not be determined. Inappropriate pre-analytical sample handling could not be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. In addition, the anti-hbc reagent performance could not be ruled out as contributing to the event. The investigation found no indication that the vitros eci system was not operating as intended.

Event description:
The customer observed a non-reproducible, discordant reactive vitros anti-hbc result on a single patient processed on a vitros eci immunodiagnostic system. Vitros anti-hbc result of 0.97 s/c (positive) versus expected result of 1.51 s/c (negative). The customer believed the negative anti-hbc result to be the accurate result. Discordant reactive results may lead to inappropriate physician action. The discordant reactive vitros anti-hbc result was not reported outside of the laboratory and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).